Event description:
The patient had a recurrence of pain symptoms. The pump was replaced due to battery failure. A catheter dye study was done in 2009 that showed a patent catheter. The patient outcome was reported to be "no injury". The medication being delivered via the device system was fentanyl.